Event description:
It was reported that as the device was being navigated through very tortuous anatomy, the tip partially separated from the device. The physician was able to remove the entire device from the patient and there was no reported clinical consequence to the patient.

Event description:
It was reported that as the device was being navigated through very tortuous anatomy, the tip partially separated from the device. The physician was able to remove the entire device from the patient and there was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information available the definitive cause for the reported partial tip separation could not be determined. It is probable that the severely tortuous anatomy contributed to limiting the performance of the device therefore, operational context is the most likely cause of the reported event.